Event description:
It was reported the lactosorb push screw was implanted on (B)(6) 2009, 7 weeks post-op, the patient was complaining of tenderness and discomfort. A revision surgery was done on (B)(6) 2009, where the doctor indicated the screw appeared loose.

Manufacturer narrative:
Through conversations with the doctor, he indicated he may have overtightened the suture, therefore when the screw started to resorb, the suture may have pulled the head of the screw out of place, causing it to appear loose. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.